Event description:
It was reported that the patient's stimulation was turning off. No accident or incident was reported associated with this event. The patient was at work in good condition. Additional information was requested.

Manufacturer narrative:
(B)(4).